Manufacturer narrative:
We are unable to rule out the issue being related to the technique and or handling of the testing on the manual capture by the customer.

Event description:
Customer reported obtaining unexpected negative (compatible) crossmatch results for a patient sample containing anti-jkb.